Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316, lot #: 17560123/17528389, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing tenderness at the generator connection site, increased pain with the use of the stimulator and associated lumbar spasms as well as difficulty recharging the ipg. The patient underwent a revision procedure wherein the leads, clik anchors and ipg were replaced. During the revision, fluoroscopy was taken and the physician determined that the leads were not in optimal place. The physician believed that the two lower leads were pushing laterally to the left causing discomfort. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) the device was replaced during the lead revision as the device exhibited abnormal impedance readings, where the physician had to use monopolar cautery extensively. The returned device exhibited aic-u3 damage and did not function at all. Due to the damage, the patient¿s data was not available and the complaint of the difficulty of charging could not be investigated. The source of tenderness at the generator connection site, increased pain with use of stimulator and associated lumbar spasms, was evaluated during the procedure by the physician, who thought the two lower placed leads were pushing laterally to the left causing discomfort. Sc-2218-50 (sn (B)(4)) two cables (e3, e5) were fractured inside the distal electrode array. Sc-2218-50 (sn (B)(4)) visual/x-ray inspections and impedance test were performed to ensure the device integrity. No anomalies were found.

Event description:
A report was received that the patient was experiencing tenderness at the generator connection site, increased pain with the use of the stimulator and associated lumbar spasms as well as difficulty recharging the ipg. The patient underwent a revision procedure wherein the leads, clik anchors and ipg were replaced. During the revision, fluoroscopy was taken and the physician determined that the leads were not in optimal place. The physician believed that the two lower leads were pushing laterally to the left causing discomfort. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected on the leads.

Event description:
A report was received that the patient was experiencing tenderness at the generator connection site, increased pain with the use of the stimulator and associated lumbar spasms as well as difficulty recharging the ipg. The patient underwent a revision procedure wherein the leads, clik anchors and ipg were replaced. During the revision, fluoroscopy was taken and the physician determined that the leads were not in optimal place. The physician believed that the two lower leads were pushing laterally to the left causing discomfort. The patient was doing well postoperatively.